Event description:
The customer reported the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the frame grabber connectors. The system operates as intended.